Event description:
The reporter stated that when the device is connected to the device's auxilliary power supply, p/n 804217-00, the device will intermittently not charge when the charge button was pressed. The reporter did not indicate that any adverse pt care resulted from the alleged malfunction.